Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the turbine on this unit is not delivering flow. There was no patient involvement at the time of the incident.